Manufacturer narrative:
Additional information: d10, h6. The reported event was not confirmed. A complete lead was returned in one piece. Visual and x-ray examinations were performed. The helix was retracted. Dried blood and tissue were found in the helix housing. No damage or physical anomalies were found in the lead body, the helix region or the connector region. Electrical continuity measurements and testing for internal shorts were performed while manipulating and stretching the lead. No conductor fractures or internal shorts were identified.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was difficulty implanting the right ventricular (rv) lead due to damage to the helix. A different rv lead was implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.